Event description:
Same case as MFR# 6000089-2004-01344. It was reported that during a coronary artery drug eluting stenting treatment procedure, deflation difficulties were encountered.

Event description:
Please disregard this MFR.#. It is duplicate of MFR.# 6000089-2004-01344.